Event description:
It was reported that the pt is a bilateral recipient implanted about 18 months ago. She has always had external equipment issues, many replacement parts over the past 18 months, and is slower to show progression in auditory development than anticipated. Within the past several weeks there have been concerns of intermittency, primarily from the left side. Intermittencies in behavioral responses have been noted while wearing both sps or left only, but does not occur with only the right. Reports of intermittencies have been reported during a single hour long therapy session where the child will respond to all ling sounds but later will act as if she isn't hearing at all from the left. It is reported that she will often produce as 'sh' sound when this sound is not in the environment, as if this is something she is hearing. Making the teacher believe it is coming from the implant. Equipment has been swapped out numerous times. During times when she appears to not be responding from the left side, but responding fine from the right, all exchangeable parts from the right side have been swapped and placed on the left ear, but still no response. Placing these parts back on the right side results in normal responses. The audiologist feels strongly this is not an external equipment issue. Testing did not show any malfunction.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.